Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported four (4) false-positive results with the binaxnow covid-19 ag card performed on various dates, with the most two (2) recent were completed on (B)(6) 2021 on a direct tested nasal swab. Repeating testing was not performed. In addition, pcr confirmation testing on a nasal swab x4 generated negative results. The customer stated there were four (4) patients; however, no demographics were provided. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was a delay in treating patients. Therefore, all false positive patients were placed in isolation.

Manufacturer narrative:
Investigation summary: the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.